Manufacturer narrative:
Us reporting agent notified on (B)(6) 2014. Manufacturing site eval: eval is on-going.

Event description:
Country of complaint: (B)(6). Complaint states: sutures are tearing during the suturing.